Event description:
The issue occurred during an atrial lead and pacemaker replacement procedure. Reportedly during the intervention, the ventricular lead could not be connected to the subject device. The pacemaker was subsequently replaced. During the replacement procedure, the pt experienced asystole, which required a brief external cardiac massage; however, there was no permanent consequences for the pt.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the us. Analysis is pending.